Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. An encore device with its original opened box and its original tray was returned for this complaint. The tray was returned with its tyvek partially open, there is some residues of tyvek over the edges of the tray in the seal area.

Event description:
It was reported that the aseptic packaging was damaged. An encore 26 inflation device was selected for use. Upon unpacking, it was noted that the aseptic packaging of the device was damaged. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the aseptic packaging was damaged. An encore 26 inflation device was selected for use. Upon unpacking, it was noted that the aseptic packaging of the device was damaged. The procedure was completed with another of the same device. No complications reported and the patient is stable.